Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
A clinic manager reported that a user discovered the saline bag filling during recirculation mode. There was no patient involvement. On site technician evaluate and could not reproduce. The system was put back into service.